Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 80% to 5% while connected to a power source and then jumped back up to 100%. Review of pump data logs by tandem technical support confirmed the reported battery jumps. The customer's blood glucose level was 159 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.